Manufacturer narrative:
Customer returned broken file but was not adequate in size to complete proper measurements. Visually checked file under microscope and found no manufacturing markings or defects. File broke near the shaft and approximately 14mm was broken off. Root cause of breakage unknown. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a waveone gold file broke in a patient's tooth during use. The broken piece could not be retrieved and will be incorporated into the filling.